Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm occurred during basal delivery. Reportedly, the customer experienced an elevated blood glucose (bg) level; cause was not known. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. Customer changed cartridge and resumed insulin delivery to address bg. Reportedly, the customer continued to use the pump for insulin therapy.